Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a review of the receiving inspection (ri) for ao handle torq limiting 3.0mm was conducted identifying that lot number km881263 was released in a single batch. Batch1: lot qty of (B)(4) units were released on january 8, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the ao torque limiting handle 3.0nm (p/n: 2020-00-504, lot #: km881263) was returned and received. Upon visual inspection, no defects were observed with the returned device. Functional test: a functional test was conducted at the npd inspection lab in (B)(6). The 3.0 nm torque limiting handle was inspected using testing method 100331 with gauge ID#(B)(4). The torque wrench instrument functions as intended and all lobes of the torque wrench were within specification limits (2.825 -3.175 nm). Additionally, an audible click was noted for each reading. Document/specification review. Based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Ao handle torque limiting 3 nm. Test method. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the ao torque limiting handle 3.0nm (p/n: 2020-00-504, lot #: km881263). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the symphony torque limiting handle ¿wouldn¿t pop¿ when tightening set screws, surgeon mentioned that 3.0 mm pressure is too much for this procedure. Procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: unk - set screws (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is report 2 of 3 for (B)(4).